Event description:
Baxter reported 'spike separation' on a transfer set. Transfer set had been in use for 90 days. No injury or medical intervention was reported.

Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event of a spike separation on a transfer set. The spike was found to be cracked and deformed. The root cause was undetermined. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line for trends, and take corrective/preventative action as appropriate.